Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that difficulty was experienced interrogating this device in clinic. Technical services recommended contacting the local representative to evaluate the device. No adverse patient effects were reported.